Manufacturer narrative:
Correction: the correct explanted device serial number is (B)(6); not (B)(6) as previously reported. This MDR was a duplicate. Explant has been previously reported in report number 6000034-2025-00758. Any further information will be provided with report number 6000034-2025-00758.

Event description:
Per the clinic, the device was explanted on (B)(6) 2025, due to an infection (site of infection not confirmed). The patient was re-implanted with another cochlear device during the same surgery. Additional information has been requested but has not been made available as of the date of this report.